Event description:
A section of the angled guidewire coating was sheared off while using the guidewire to access the left subclavian vein through the access needle. All occurred inside a left subclavian pacemaker incision. No injury to the patient. FDA safety report ID#:(B)(4).